Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the system revision due to infection. No adverse patient effects were reported. The crt-p was explanted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the system revision due to infection. No adverse patient effects were reported. The crt-p was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report was being filed to correct the g3: report source, h3: device evaluation by manufacturer and device not eval by MFR code and h11: additional MFR narrative.